Manufacturer narrative:
The customer has advised that they do not recall the details of this event. No further information has been provided.

Event description:
It was reported that, while in use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed "no trigger" and then subsequently alarmed "iab optical sensor failure". It was furthermore reported that there were also two times (the week of the event) the customer used another iabp where they have not been able to get the fiber optic cable to work. Instruction was provided to the customer to cable the central lumen and use the pressure signal from the central lumen. Attending physician was also instructed to move ECG leads closer together to improve EKG signal and to call getinge if either of these two solutions did not work. No patient harm or adverse event was reported

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available. The full event site name is (B)(6).

Event description:
It was reported that, while in use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed "no trigger" and then subsequently alarmed "iab optical sensor failure". It was furthermore reported that there were also two times (the week of the event) the customer used another iabp where they have not been able to get the fiber optic cable to work. Instruction was provided to the customer to cable the central lumen and use the pressure signal from the central lumen. Attending physician was also instructed to move ECG leads closer together to improve EKG signal and to call getinge if either of these two solutions did not work. No patient harm or adverse event was reported